Event description:
It was reported that pump experienced cartridge alarm 30 during use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and would rely on alternate insulin method if needed, and technical support confirmed pump was in warranty, arranged shipment of replacement pump.